Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had a lack of coverage where she needed it. Impedances were tested on (B)(6) 2015 and there were multiple instances of ???. The rep could not re-run the impedances because the patient was already on the table. It was noted the default parameters were not changed. Technical services noted at this point the best scenario may be to confirm the impedance values when the implantable neurostimulator (ins) was replaced and evaluate from there.

Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# la3582, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3587a, lot# la3582, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The patient reported they believed their implantable neurostimulator (ins) battery was depleted. The patient also experienced a loss of stimulation and a loss of therapy two months ago. The patient tried to turn stimulation on when her sciatica started to bother her two months ago. It was noted the patient hadn't used it in a long time, and even forgot that she had the implant. The patient had an appointment with their healthcare provider (hcp) on (B)(6). Relevant medical history includes failed back surgery syndrome. The manufacturer's representative (rep) later reported the patient had thoracic surgery for cancer, and since then therapy had no longer been giving them relief like it was before. Stimulation was weaker, and the patient didn't have coverage down their leg. It was noted even though the stimulation sensation was weaker; the patient was still feeling stimulation. The rep stated they were thinking the lead was damaged or migrated during the procedure. Impedances were taken with results of electrode: 0/c-757 ohms and 15 milliamps, 0/1-757 ohms and 15 milliamps, 0/2-541 ohms and 17 milliamps, &#56191;??, 3/c-700 ohms, and 0/3-???. The rep stated when he tried to take therapy impedances it was telling him he was unable to take the measurement and to increase the pulse width and rate to a higher level. The pulse width was increased to 360, but it wouldn't let him adjust the rate. The rep tried rerunning impedances but the clinician programmer told him to increase the pulse width and amplitude. The amplitude was increased to four volts, but he was still unable to take therapy impedances. The normal range of impedances was reviewed with the rep and that the concern could be the ins being low. The rep stated they were planning to replace both the ins and the lead.